Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken viper instrument. Rep will submit complaint form. Per complaint form: tip of screwdriver sheared off into t20 screw shank while inserting screw. Left screw in final position. The second would not connect to the sure track adapter.

Manufacturer narrative:
Two (2) expedium igs universal navigation poly drivers [product code: 2797-34-000n] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that one of the tips on the driver had become broken. The fractured tip was not returned for evaluation. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. The other navigation poly driver noted no visual defects or anomalies with the device. Functional testing was then conducted via attaching a navigation adapter to the proximal end shaft of the driver. Driver functioned as intended as no failure has been identified in relation to the product form, fit and functionality. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the navigation poly driver distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.